Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed since the original report was submitted. The pump was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the same day of placement, there was a concern for right limb ischemia with extracorporeal membrane oxygenation escalation. Popliteal pulses were felt on right leg (impella side), but their foot was cold and no pulses were felt. The right limb became mottled and the patient was on more vasopressors. The patient continued to decompensate and the decision was made to withdraw care and the patient expired. The cause of death is unknown. There is not enough information to exclude the use of the device with the patients outcome.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿